Event description:
Spontaneous. Call from patient stating both pumps showing no disposable pump won't run error. Advised patient most likely cassette is the issue. Patient tried different cassette and pump error's went away and patient successfully continued the infusion. Patient was advised to keep the cassette in case manufacturer would like to investigate. Patient could not locate lot number. No other information known. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassettes? No; pt has backup cassettes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.